Event description:
Unomedical reference number (B)(4) event occurred in canada. It was reported that the patient faced 20 infusion set cannula kinked events between 01-may-2024 to 10-jun-2024. The events occurred within 3 hours of insertion. The insertion site was at the upper buttocks. The blood glucose level was above 24 mmol/l at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1912651 - MDR 3003442380-2024-14476 - device 1 of 1 .